Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection observed a scratched lid. Functional evaluation revealed the unit presents and f4 fault on power up. The unit was opened and found multiple inductor coils loose inside the unit. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures; this failure mode will be trended to assess for any necessary corrective actions. The complaint was confirmed and the root cause is associated with a component failure. Factors, unrelated to the design or manufacture of the device which could have contributed to the complaint event, include a power surge in the controller or failure of an internal component. A corrective action has been initiated to mitigate future recurrence of similar events. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.

Event description:
It was reported that the quantum controller had an unspecified functional failure. It is unknown whether the event happened during surgery and if there was a patient involvement. Results of investigation revealed the unit presents and f4 fault on power up. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.